Event description:
(B)(4) study. Same case as 2134265-2011-03649. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. During the index procedure coronary angiography revealed in-stent restenosis of a previously placed taxus stent in the proximal left anterior descending (lad) artery with 60% stenosis and was 8 mm long with a reference vessel diameter of 3.75 mm. The physician treated the lesion with pre-dilatation, cutting balloon angioplasty, and implanting a 3.5 x 12 mm taxus liberte study stent and post dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 204 days post index procedure, the patient was admitted with unstable angina and diagnosed with a non- st elevation myocardial infarction. The coronary angiogram revealed the previously placed proximal stent in the lad had 40% discrete instent restenosis and the previously placed study stent had a 90% instent restenosis with minimal plaque in the distal lad. The lad was treated with predilatation, placement of a 4.0 x 23 mm promus drug eluting stent. Follow-up angiography revealed minor spasm which was treated with intracoronary nitroglycerin. The stent was then post dilated with a 4.0 quantum maverick with 0% residual stenosis and timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.

Event description:
(B)(4). Same case as 2134265-2011-03649. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. During the index procedure coronary angiography revealed in-stent restenosis of a previously placed taxus stent in the proximal left anterior descending (lad) artery with 60% stenosis and was 8 mm long with a reference vessel diameter of 3.75 mm. The physician treated the lesion with pre-dilatation, cutting balloon angioplasty, and implanting a 3.5 x 12 mm taxus liberte study stent and post dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 204 days post index procedure, the patient was admitted with unstable angina and diagnosed with a non- st elevation myocardial infarction. The coronary angiogram revealed the previously placed proximal stent in the lad had 40% discrete instent restenosis and the previously placed study stent had a 90% instent restenosis with minimal plaque in the distal lad. The lad was treated with predilatation, placement of a 4.0 x 23 mm promus drug eluting stent. Follow-up angiography revealed minor spasm which was treated with intracoronary nitroglycerin. The stent was then post dilated with a 4.0 quantum maverick with 0% residual stenosis and timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).